Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred resulting in a blood glucose (bg) described as "high" and small ketones. The customer addressed the elevated bg level as well as the malfunction alarm by reverting to alternate therapy.